Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The retraction problem was unable to be confirmed. The difficulty removing the closure device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the surgical treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not complete. A followup report will be sent with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral artery occlusive disease interventional procedure. Reportedly, the proglide device could not be removed. The lever was opened and closed several times but the device could not be removed. Surgery was performed to remove the proglide device. The foot of the proglide device was not closed when it was removed from the artery. Hemostasis was achieved surgically. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.